Event description:
A nurse from (B)(6) contacted baxter to report an incident of bacterial peritonitis. The cause of the bacterial peritonitis with culture positive for (B)(6) was unknown. The patient's dianeal therapies were withdrawn and the patient was switched to hemodialysis. It was not reported whether the event resolved. The reporter believed the bacterial peritonitis with culture positive for (B)(6) was not related to the dianeal therapies.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown, the sample was not requested.a 510(k) number will not be provided in the emdr as the product code and lot number are unknown.